Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 14-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that two lenses were received in the same packaging; since it could not be determined which lens belongs to which product investigation (pi), both lenses were evaluated in both pis. The first lens was observed to be coated in viscoelastic residue. The lens was cut, consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issue were observed. The second lens was observed to be coated in viscoelastic residue. The lens was cut, consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issue were observed. The complaint issue "explant" and "halo vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The reported issue is an anticipated/expected event for dfr00v (tecnis synergy optiblue with simplicity delivery system) and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event remains within the rates established in the product risk management files. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that two preloaded multifocal intraocular lenses (iols) were explanted because the patient was dissatisfied. Through follow-up we learned the reason for the patient's dissatisfaction and subsequent explant, was they had problems seeing with artificial light. No further information provided. This report is for lens the first lens involved. Another report will be submitted for the second iol.